Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified infusor underinfused; approximately 30% remained in the device. This occurred during patient infusion via a peripherally inserted central catheter (PICC). The device contained tazocin 13.5g. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d1, d4(model, catalogue, lot, expiration date, UDI). G4: PMA/510k # or bla: (update to na), h4, h6(update codes), h11. H4: the lot was manufactured between april 18-19, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid inside the bladder which suggested a possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.